Manufacturer narrative:
All operating currents were within specification. There was no unexpected failed battery test alarm. The unit passed functional tests including the displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery alarm test. The unit delivered all boluses properly during testing and no delivery anomaly was found. The unit functioned properly. There was no physical damage.

Event description:
The customer's mother called to report that the insulin pump was not delivering insulin. The caller also reported that the batteries kept dying and the device alarmed failed battery test. The customer's blood glucose level was 100 mg/dl. The caller stated the customer was no longer using the insulin pump for months because they do not trust it. The caller requested a replacement device. The customer's device was replaced, and will be returned for analysis.